Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed, but the exact cause was not determined. One 8fr navarre drainage catheter was returned for investigation. The catheter was received with a broken stylet. The stylet broke 3.5cm from the distal end of the white hub. The distal stylet segment was 47.5cm in length. A microscopic examination of the fractured ends of the stylet revealed jagged edges. The complaint samples were forwarded to the manufacturing facility for further review. A review of the manufacturing records showed no potential contributing factors to the stylet damage. The product IFU cautions, ¿do not use excessive force when inserting stiffening cannula to straighten catheter (pigtail). Catheter tip may be straightened manually to aid in insertion of stiffening cannula.¿ a lot history review (lhr) of gfav3164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was in the hospital for a ptc procedure. The plastic stylet was threaded into the catheter successfully however while the nurse was threading this assembly over the guidewire, the plastic stylet broke into 2 pieces. A new set was opened and the procedure was completed without incidence.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of gfav3164 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was in the hospital for a ptc procedure. The plastic stylet was threaded into the catheter successfully however while the nurse was threading this assembly over the guidewire, the plastic stylet broke into 2 pieces. A new set was opened and the procedure was completed without incidence.